Manufacturer narrative:
Operator of device: patient/consumer. No device has been returned to date.

Event description:
It was reported that a pump showed an error message and alarm for downstream occlusion. This happened ten times with different sets each time. The 10 sets came from the same lot. All had the same fault but the eleventh set worked. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 08-jun-2022 via email and attached to complaint object: patient details updated in complaint. New pump and extension sets sent to the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.